Event description:
29mm sapien valve and 5010 palmaz xl stent mounted on bib. On inflation outer balloon with circumferential tear before valve and stent fully deployed.

Manufacturer narrative:
A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture these balloons. No other complaints were associated with the tubing used to manufacture the balloons. This device is indicated for stent placement of the cp stent or g-armor stent. This device was being used off label to place a sapien pulmonary valve with an additional palmaz stent also mounted on it at the same time. The complaint catheter was not returned, so an evaluation could not be performed. Additional questions were sent to the user facility regarding what pressure the balloon was taken to, however, no response was received. A comparative catheter was pulled and tested for rated burst pressure. The comparative catheter was the same catalog number but a different lot number as the complaint catheter. The balloons were immersed in a body temperature bath and incrementally inflated until they burst. The inner balloon did not burst until 8 atm, which is well above the labeled rbp of 4 atm. The outer balloon did not burst until 5 atm, which is also well above the labeled rated burst pressure of 2 atm. The complaint could not be duplicated with the comparative catheter, and the device performed as intended. Root cause is being attributed to the off label use of the device to implant a sapien valve and palmaz stent at the same time.